Event description:
A male experienced a fungal ulcer while using renu with moistureloc multi-purpose solution. Med records indicated that the pt developed an unspecified infection in the right eye in 2005. He began experiencing a watery, irritated right eye in 2006.he removed his contact lens and saw an optometrist the following day who prescribed tobradex and vigamox. There was discontinued and vigamox was increased in frequency to every thirty mins. It is unk if the pt was admitted. The pt was seen by an ophthalmologist in 2006 and was told that he had an infection. Cultures taken were negative. He began treatment with zymar every 15 minss; ciloxan every 30 mins; viroptic evey 30 mins and oral cipro 500mg twice daily. His symptoms worsened and in 2006, he began "fort", vancomycin and gentamycin vevery hr in the right eye. Med records also noted that his intraocular pressure increased in the right eye. In 2006 the pt presented to the reporting physician's office and stated he was also experiencing photophobia and pain even to the touch. The pt was diagnosed with a hypopyon ulcer in the right eye and corneal scar on the left eye. Cultures were taken including the contact lens case (results unk). The pt began treatment with ancef and "tobra" and was advised not wear contact lenses. Med records dated one day after event date indicated that the pt's right eye was more tender than the day before. The pt has been wearing a patch on the right eye and had continued to experience photophobia in that eye. It was also noted that the pt had a right face lesion 2006 and he wondered if that was related to the eye infection. The phisician's impression was a mycotic ulcer / hypopyon ulcer in the right eye. Treatment changed to natamyccin every hr in the right eye pending cultures. Antibiotics were discontinued. The pt had a follow-up examination in 2006. Med records indicated that the right eye had not gotten much better, it was not tender to touch but was still very photophobic (shooting pain expecially with light). The pt's visual acuity was slightly better and he was able to open his eyes more. He continued to use natamycin in the right eye every hr while awake and every three hrs at bedtime. The phisician's impression was that the mycotic ulcer looked singnificantly better and the hypopyon decreased. Natamycin was to be continued and neovascularization debridgement would take place if needed. The pt noted that he had a lot of pain and a bad headache that was made worse by light in 2006 but the headache had subsided and he was less sensitive to light the following day. The pt continued with natamycin every hr while awake and one time at night. He had also been taking generic demerol. The pt was assessed as having a fungal ulcer; plaque broken up with a likely smaller hypopyon. The plan was to continue with the natamycin drops every hr while awake and 1-2x at night. The pt had an unspecified medication at home and per the physician, if it was a cycloplegic, he could use the product every 12 hrs needed for pain. The pt called the physician's office regarding renu and fungal keratitis. The pt presented to the physician's office in 2006 for another follow-up appointment. His right eye continued to be light sensitive and painful and he additionally began to experience periocular spasms every 2-3 hrs, which were at times very painful. Examination revealed trace hypopyon with mycotic ulcer in the right eye. The pt was advised to continue with natamycin. Med records additionally noted that cultures were possible for fusarium. In 2006, the physician's office spoke with the pt's wife and asked her to bring in the contact lens solution, contact lens type and other medications used so that this could be reported to the FDA (unconfirmed). Six days later, the pt had a follow-up examination. His right eye continued to be photophobic (extremely), he was experiencing terrible pain in the right eye all weekend along with touch sensitivity and sharp stabbing pain. The pt felt his right eye was worse and stated he has "been taking vicodin like candy". The physician's impression was that he had a fungal ulcer in the right eye, which continues to improve. Natamycin treatment was decreased to every two hrs and debridement was performed that day. During this appointment, the physician's office documented the following info relating to the products.